Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the cylinder was found. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404161 batch/lot number: 932001006. Model/catalog description: reservoir. D4 unique identifier (UDI) for reservoir: (B)(4). Model number/catalog number: 72404310 batch/lot number: 1000165411 model/catalog description: pump ms d4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders, pump and reservoir were microscopically examined, and leak tested; the pump was also functionally tested. Testing of the cylinders revealed that for both cylinders, there were holes and leaks in the proximal end of the cylinder from sharp instrument. Regarding the momentary squeeze (ms) pump kink resistant tubing (krt) presented fatigue to the filament. Ms pump clear krt had been detached due to fatigue, and the clear krt presented a leak from fatigue. The ms pump passed leakage test but it did not pass activation tests. Finally, regarding the reservoir, it was observed to had wear at a fold in reservoir shell; the component passed leakage testing. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of hole/perforate, mechanical issue and fluid leak was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on this investigation a clear probable cause for the event cannot be established

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the cylinder was found. The ipp was explanted and replaced. No patient complications were reported.